Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. Reportedly, the display¿s brightness was ¿wavy¿ for about an hour before returning to normal. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2015 with the following findings: on investigation, the alleged display issue was not duplicated. The pump powered up to a clear and legible verify screen with no ¿wavy¿ display brightness. The auditory and vibratory features were operational. No tactile issues were found with the buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.